Manufacturer narrative:
In addition to the device evaluation findings in b5, the evaluation also found the following: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, due to adhesive peeling around objective lens, streak of flare appeared in the image, adhesive on bending section cover rubber had a crack, scope connector had a scratch and was dirty, adhesive around objective lens was peeled, paint on suction cylinder was peeled, paint on air/water cylinder was peeled, the control unit had discoloration, the universal cord had a wrinkle, the connecting tube had a dent, protector of universal cord on scope connector side had a scratch, scope connector cover unit had a scratch, lock engagement lever had a scratch, lock engagement knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, switch 2 had a scratch, switch box had a scratch, suction cover had a scratch, universal cord had a scratch, grip had a scratch, control unit had a scratch, objective lens had a scratch, plastic distal end cover had a scratch, and the connecting tube had a scratch. The device was cleaned and disinfected before returning to olympus with the air and water nozzle being flushed with air, water, and detergent with no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor air and water supply. The issue was observed during preparation for use. No patient harm was associated with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed in the nozzle could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed the could contribute to the retention of foreign material and it is unclear if the facility device reprocessing was performed in accordance with the IFU. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". Inspection of entire endoscope ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function ¿when using the spray button (a) inspection of water supply: 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection: 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image¿. Reprocessing survey info: unknown if delay in the start of pre-cleaning. Have you wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges? No. Olympus will continue to monitor field performance for this device.